Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date with unknown product. Subsequently, patient was revised on an unknown date implanting cement spacer molds. Patient was reimplanted with a biomet total knee system on (B)(6) 2015. During the procedure, two screws would not tighten properly in the offset adapter. The offset adapter remains implanted and there was no delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01830 & 01831).

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to possible infection. All products were removed and antibiotic spacers were implanted. Additionally, patient underwent a revision for reimplantation on (B)(6) 2015. During the revision procedure, two screws would not tighten properly in the offset adapter. The offset adapter was implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as confirmation was received stating the event would not contribute to a serious injury or future intervention.